Manufacturer narrative:
For information regarding the other ins, please reference report # 3004209178-2019-02542 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-14. The cause of the depletion was undetermined. The inss were discarded by the account. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial #: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. For information regarding the other ins, please reference report # 3004209178-2019-02542. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with two implantable neurostimulators (ins) for non-malignant pain. Beginning on an unknown date in 2018, both ins¿s were overdischarged. The ins¿s would not hold a charge so the patient stopped using or charging them approximately a year ago. The patient used high energy and would burn through the ins¿s. The rep was able to jumpstart both ins¿s. The patient would talk with the healthcare professional (hcp) and determine the possibility of replacing both ins¿s on (B)(6) 2019. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.